Event description:
It was reported that the wake button was extremely difficult to press and required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.